Event description:
It was reported that during a pta treatment procedure to remove a clot in a vessel, the tip of the balloon detached while inside the patient. The physician successfully removed the balloon tip using a snare. Patient status is reported as 'fine' following the procedure. No additional information is available at this time.